Manufacturer narrative:
Device passed displacement test. Device received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the reservoir lip ring was dislodged. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed the reservoir no longer lock into insulin pump. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.